Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the powered handle had an error message that showed a graphic with a handle and a red circle with a line going through it. After reset there was the same problem. Another powered handle was used to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the oled screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned photo noted the returned image contained a view of a handle displaying the power handle error screen. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that the powered handle had an error message that showed a graphic with a handle and a red circle with a line going through it. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of screen burn in. The product analysis noted evidence that the device was not used as intended. The root cause of the oled screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.